Event description:
A 3.0mm diameter by 15mm length s7 stent delivery system was inserted in an attempt to direct stent a lesion in the proximal right coronary artery. The vessel was tight and narrow. Consequently, it was not possible to cross the moderately calcified lesion. The stent delivery system was pulled back for removal when resistance was felt. The entire system was removed from the pt when it was noted that the stent was no longer on the delivery balloon. The length of the guide wire was checked under fluro, however, no stent was seen. The large size of the pt made visibility under fluro diffucult. They were unable to locate the dislodged stent. The procedure was continued with the exchange of a new guidewire and guide catheter. The lesion was then pre-dilated with a 3.0mm by 15mm ptca balloon and the deployment of another s7 stent. Attempts to find the dislodged stent were continued, subsequently, it was located in one of the iliac arteries. The stent was successfully snared and removed from the pt. The pt was reported fine post procedure and there is no add'l clinical sequelae reported related to the event. The instructions for use not being followed for pre-dilatation of a moderately calcified lesion may have contributed to the event.